Event description:
Total hip replacement (B)(6), 2010. Depuy aml stem pinnacle acetabular, metal-on-metal ultament liner and head. Fri pm (B)(6) 2010, hip "popped." Very painful spasms followed. (B)(4) monday. Xray resulted in full leg brace and crutches, pet, cat, xrays - the works. Diagnosis = "flex" between stem tip and lower femur. Pt ordered. Little improvement, referred in (B)(6) 2011 for 2nd opinion. Diagnosis = high blood cobalt, chronic inflammatory response, possible loose stem. Second blood test abnormal, revision surgery schedule (B)(6) 2011. Bummers.